Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low potassium (k) results generated by the unicel dxc 600 synchron clinical systems for four patients. The erroneous result for one of the patients was 2.4 mmol/l which was reported outside of the lab. A critical rerun matched the original result. The sample was rerun after recalibration and the result obtained was 3.6 mmol/l. The original result was amended. The instrument generated 3 more critical low results from different patients. These 3 samples gave normal values upon rerun after recalibration. The actual results were not provided. The lab verified that treatment was not initiated or withheld based upon the false low result.

Manufacturer narrative:
Calibration and qc are run once a day. Qc run one hour prior to the event was within lab-established ranges. After the event, the lab recalibrated the assay and ran qc, which was within range. The customer did not feel that service was necessary, since recalibration resolved the issue. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.